Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the hystero videoscope exhibited the objective lens adhesive was peeling off, and the illumination lens adhesive had was peeling off, and the adhesive on the bending section cover (a-rubber) had a chip. There were no reports of patient involvement.